Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: no surgical intervention performed no cultures taken adhesive was applied to the port holes immediately post-surgery wound was cleaned with beta and dried properly beta prep used prior to case and after no dressing was used. Unknown of patient hypersensitivity. Unknown if patient was screened prior to case. Patient demographics are unknown. Patient pre-existing conditions unknown. Patient previous exposure unknown. Current patient status unknown. Surgeon: dr. (B)(6). Physician opinion at this time is very cautious and concerned of this happening again. I have worked cases with him since this allergic reaction, and he continues to use dermabond carefully. Product is not available for return.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. The procedure date was 9-9-2025 2. The patient stated that the reaction occurred the next day after surgery. 3. The reaction was red and covered all 3 port sites and a spotty rash appeared higher on the abdomen and under the patients breasts 4. I do have pictures. Please let me know where to submit 5. Prescription steroid cream and an antibiotic was prescribed 6. Lot number is unknown. 7. Current patient status is unknown 8. Dermabond had not been used previously on this patient 9. Dr. Mk, general surgeon reported the reaction to me attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?

Event description:
It was reported that a patient underwent a robotic gall bladder procedure on (B)(6) 2025 and a topical skin adhesive was used. The patient experienced a reaction the next day after surgery. The patient came back six days later with a horrible reaction all over the stomach. The reaction was red and covered all 3 port sites and a spotty rash appeared higher on the abdomen and under the patients' breasts. Additional information was requested.